Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the proximal conductor was distorted, there was blood in/on the helix/lobe mechanism and visual analysis noted apparent explant damage.

Event description:
It was reported that the patient experienced chest discomfort and was admitted to the emergency room. It was further reported that the right ventricular lead had no capture. The lead was removed and replaced. No further patient complications have been reported as a result of this event.